Event description:
Info was received that the surgeon inserted an aq2010v 3 piece silicone lens. The lens outer edge was torn. The lens was removed and another lens was inserted. Additional info has been requested from the user facility, but none has been forthcoming.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that one lens haptic was torn off and the lens optic was torn in half and one of the lens optics was missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.